Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage has been reported to the outside of the alarm. Customer did not provide a date when issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned unit did not confirm the reported issue; alarm powers on with batteries. However, when using the 9v adapter unit, the unit powers on and off on its own when the 9v adapter cable is wiggled or moved. Battery leakage was found inside the 9v adaptor receptacle. The led lens is pushed into the case. (B)(4).